Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a persistent atrial fibrillation procedure a faradrive was selected for use. During procedure, the dilator tip was bent/pinched. It was noticed when loading the sheath/dilator onto the wire. The sheath was replaced, and the procedure was completed without patient complications. The device is not expected to be returned for laboratory analysis.